Event description:
It was reported that, during the implant procedure, the introducer dissected the coronary sinus and the left ventricular (lv) lead implant was abandoned. Echocardiograph was performed to confirm no record of pericardial effusion. The introducer was removed. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).